Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient ¿s nurse described the area as wounds on the sides. There was no alleged device malfunction contributing to the wounds. It's unclear if the nurse who spoke with support services applied any creams or ointments to the wound. Follow up indicated that the wound improved.